Event description:
The customer reported that the scope had no image displayed and image noise during inspection for use involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.